Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not working. Customer reported that battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with failed battery test alarm after battery changed due to corroded battery tube. Unable to verify battery power loss alarm due to failed battery test alarm. Device was received with cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.